Event description:
It was reported that during a laparoscopic colectomy procedure, the 5mm endo babcock was used for grasping the colon and the grey blocking button malfunctioned. The locking function of the device was maintained, but the button was able to rotate (spin in a circle), making it difficult to use the locking function properly. No pt consequences. Case completed with another device of the same product code. One device returning.